Event description:
Reporter indicated a vns (B) (4) handheld computer would not hold a charge or charge properly. The handheld computer, flashcard, and power cord were requested for return and analysis. The handheld computer and flashcard were returned without the power cord. Analysis of the computer revealed no anomalies and the computer charged appropriately and performed as intended. It was noted, however, that only 25% of battery power remained after an hour of testing, identifying an out-of-specification condition. Analysis of the flashcard did not reveal any anomalies and the flashcard performed per specifications.